Event description:
Litigation alleges that the patient underwent revision surgery and had high concentrations of various metallic elements in his blood.

Event description:
Litigation alleges that the patient underwent revision surgery and had high concentrations of various metallic elements in his blood. **update**(B)(4) 201 3- medical records were obtained. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened. This is a duplicate report of 1818910-2012-13700. This report, 1818910-2012-72868, will be kept for investigation purposes. A separate follow-up will be submitted to reject 1818910-2012-13700.

Manufacturer narrative:
Depuy still considers this investigation closed.